Manufacturer narrative:
The biomedical engineer troubleshot the reported fault with gehc technical support. The resolution is unknown. No report of patient involvement.

Event description:
The hospital reported a failure of the bag/vent switch to operate as expected. There is no report of patient involvement.